Event description:
A talent stent graft system was implanted for the endovascular treatment of a 14 cm diameter abdominal aortic aneurysm. At implant, the proximal aortic neck diameter measured 33mm and 20mm in length. The aortic neck angulation was 60 degrees. It was reported that the patient presented to the emergency room with abdominal pain. A CT scan was done and a proximal endoleak was observed in addition to a distal type I endoleak coming from the limb and the bifurcate. An endurant cuff and three iliac limbs were implanted resolving the proximal and distal endoleaks. The patient was lost to follow up and a CT had not been done since the implant six years ago. The physician stated that the cause of the endoleaks were due to aneurysmal dilatation of the left and right common iliacs. The iliacs distal to the original iliac endograft limbs dilated to break seal. This is also true as it relates to the infrarenal neck. Aneurysmal dilatation was the cause of the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).